Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
All that was reported by the customer is: "pt should have received 16.2 ml of morphine and only received 7 ml." No additional event information was provided.

Manufacturer narrative:
The customer¿s complaint of a rate instability issue was confirmed by log analysis. A review of the event log confirmed that on 04/14/2015 during programming of an infusion of morphine the user received a soft guardrails due to a previously programmed continuous dose of 0.4 mg/kg/h exceeded the guardrails limit of 0.3mg/kg/h. The user selected no to continue with programming of the continuous infusion and no continuous dose was programmed to infuse. Two additional soft guardrails alerts were received during programming of the bolus dose; however the user selected yes to continue programming and infusion of the bolus dose. The bolus dose completed on schedule, however since no continuous dose was programmed to infuse the syringe module went in an idle state for the next nine hours until the device was powered off by the user. Accuracy testing was performed and the device was found to be in specification. The root cause of the rate instability issue was user programming. No devices were returned by the customer for investigation.